Event description:
The customer reported that while attempting to defibrillate a pt at 300j, the m2475b portable defib/monitor indicated a 50j max. These symptoms were observed while using both paddles and pads.